Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced and fluoro function board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system does not properly boot. There was no report of patient injury.